Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The issue of inaccuracies occurred on (B)(6) 2024. It was initially reported that the continuous glucose monitor (cgm) showed a reading of 116 mg/dl and finger stick (fs) showed 360 mg/dl before symptoms of seizures appeared. Calibration was done on the same day. On (B)(6) 2024, the pediatric patient experienced seizure symptoms and became unresponsive with cgm reading 80 mg/dl and fs reading 30 mg/dl. The patient was rushed to the emergency room by their father. The time when the patient regained consciousness is unknown. The patient stayed in the hospital for 3 days. The reversal of hypoglycemia was not mentioned. During the time of the report, the parent confirmed the patient is fine. The parent stated that the medications given to the patient while at the hospital were humalog and lantus, but they were unsure of the dosages or the number of pens given on (B)(6) 2024. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.